Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken door latch- 08/23/2019 16:39:17 ian pfifer (ipfifer) *check-in damagaes* no charge/ oob repair. Npi. 09/10/2019 09:20:03 clelia flores (clflores) after investigation, the device module run time was created by company employees. This device meets the criteria per 1601-011-000 out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. 10/08/2019 09:11:12 bounleuam rattanatray (lrattana) investigation summary: report broken door latch was confirmed. Conclusion: broken door latch rework: recommend replacing door latch disposition: route to service for normal process.